Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator exchange. Imaging performed prior to the procedure revealed that the right atrial (ra) lead had dislodged. The physician attempted to reposition the ra lead during the exchange procedure, but the lead helix would not extend, so the lead was explanted and replaced instead. There were no patient consequences.